Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty was encountered. The target lesion was located in an unspecified vessel. A 2.50x16mm promus element plus was selected and advanced to cross the lesion but failed. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. Struts at both ends of the stent were bunched and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).